Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00765, 1225714-2014-00766 and 1225714-2014-00767.